Event description:
Additional information received reported the lead warning continues. Multiple measurements were taken in both bipolar and unipolar configuration. Bipolar impedance is low. The lead was left in unipolar configuration and remains in use.

Event description:
It was reported that a lead warning was observed on a remote monitor transmission and that low pacing impedance was present. It was further reported that ventricular high rate episodes were recorded and the episodes have rates in ranges that are non-physiologic. The lead remains in use and the patient is to be brought in for further testing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: sesr01 implantable pulse generator (ipg), implanted (B)(6) 2010.(B)(4).